Event description:
A patient underwent c-section and the insorb 2030 skin stapler was used to close the skin incision. The patient experienced a wound separation which closed in the patients room with metal skin staples under a local anesthetic.

Manufacturer narrative:
Device not returned to manufacturer.